Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the first cassette and infusion site were replaced early due to a line block alarm that she believed was associated with the infusion site only. She was also sending the tubing that was used with that cassette. The event occurred while in use with patient.